Manufacturer narrative:
The reported event of increasing threshold was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found a multiple external abrasion; two external abrasions breaching the outer insulation was noted at 6.2cm to 6.7cm and 8.6cm to 8.9cm from the connector pin consistent with friction to device can. Another external insulation abrasion breaching the outer insulation and exposing the outer coil at 4.1cm to 4.2cm from the distal tip consistent with friction to another device or patient anatomy. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the ventricular lead exhibited a high capture threshold. The lead was explanted and replaced.